Event description:
It was reported that around 20 medfusion 3500 feeding pump devices have been showing ?system failure: primary audible alarm post and alarm bgnd test" during startup of the devices. To clear out these errors, biomedical technician entered the biomed pass codes. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. Pump was returned to service after biomed technician cleared out the biomed passcode by inputting the code. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.